Event description:
It was revealed that the explanted generator was not discarded. The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
Generator product analysis was completed. The reported allegation of the energy output to patient tissue incorrect was not duplicated in the product analysis, or pa, lab. However, the near end of service, or neos, condition was verified in the pa lab. The pulse disabled and end of service, or eos, warnings were set and the pulse disabled byte would not reset. Therefore, diagnostics and the fet could not be performed. With the case removed and the battery still attached to the printed circuit board assembly, or pcba, the battery voltage measured 1.98 v, confirming the eos condition. The vns generator battery was measured with calipers and found to be above the specification limits, indicating that a high current condition existed. The generator passed the postburn electrical test. Other than the pulse disabled condition, there were no performance or other adverse conditions found with the generator.

Event description:
The patient underwent vns generator replacement surgery due to an neos battery condition. During attempts at product return, it was revealed that the facility, historically, discards explanted products in surgery.

Event description:
A call was received indicating that when a patient was seen in clinic for the first time, the device was found to be disabled even though the battery status was showing as 75%. The physician ran system diagnostics which showed adequate impedance values. After the patient was programmed up, the device was able to provide the stimulation. The patient had reportedly not undergone any surgeries or had any unwarranted electrical currents recently. Programming data was provided and decoded and showed that the device had the pulse disabled byte activated. All battery voltages provided and amount of current consumed on the device showed indications of normal battery depletion. No further relevant information has been received to date.